Event description:
In 2003 the pt rec'd multiple fractures from a car accident. After several operations and the loss of soft tissue, the pt agreed to another operation. Eight mos later, the pt underwent a lower tibia internal fixation using 3 smartscrews. Simultaneously, a fascio-cutaneous flap was performed. The pt was discharged from the hosp in good condition seven mos later. Two yrs later, the pt developed edema in the location where the smartscrews were implanted. In addition, a sinus tract developed along with effusing crystalloid. Following reduction of crystalloid, the wound healed with scar tissue, but then it would recrudesce again. This problem has continued for about 1 yr.

Manufacturer narrative:
Investigation: conmed linvatec is unable to identify the root cause of the reported problem since the pt's preexisting conditions are unk. This is the first complaint of any kind referring to lot s0001882. Since 1985 we have rec'd only 8 complaints related to possible minor infections/allergic reactions related to these implants. If we receive add'l info concerning this case we will f/u this report accordingly.